Event description:
It was reported that the patient visited the hospital due to pain in the genital torso with a functional inflatable penile prosthesis (ipp). A week later, a surgical procedure was performed in which it was confirmed that the cylinder length was not correct. The physician removed the 18 centimeter lgx component and replaced it with a 16 centimeter cxr cylinder. Inflammation, infection, or other symptoms were not identified and information on why cylinder length did not fit was not available in the facility. After the surgery the patient improved and was said to be stable.

Event description:
It was reported that the patient visited the hospital due to pain in the genital torso with a functional inflatable penile prosthesis (ipp). A week later, a surgical procedure was performed in which it was confirmed that the cylinder length was not correct. The physician removed the 18 centimeter lgx component and replaced it with a 16 centimeter cxr cylinder. Inflammation, infection, or other symptoms were not identified and information on why cylinder length did not fit was not available in the facility. After the surgery the patient improved and was said to be stable.

Manufacturer narrative:
Investigation summary: the ipp cylinder was returned an thoroughly analyzed. Product analysis was unable to confirm the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon visual inspection of the cylinders a leak in the body was found in both cylinders. However, these perforations were the result of sharp instrument damage consistent with explant damage. Both cylinders were not pressure test due to leak was identified. Product analysis was unable to confirm the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the inflatable penile prosthesis (ipp) instructions for use (IFU). The ipp IFU lists pain and penile curvature from a cylinder length too long a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.